Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the cause of the reported event could not be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a transurethral resection of a prostate procedure, the tip of the device broke off and fell inside the patient¿s bladder. The device fragment was retrieved and the intended procedure was completed using a similar device. The user facility reported that the working element was not moving through the sheath properly and the inner sheath came apart which cause the tip of the device to break. Only normal bleeding occurred and the procedure was prolonged by five minutes. The patient did not require additional procedures or a longer stay. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the received condition was performed on the device; the loop wire at the distal end is completely missing and was not returned along with the device. Approximately 5.86mm-7mm of the loop is suspected to be missing. The device was inspected under a microscope; and foreign material was observed at the tips of the insulated resection posts. In addition, a small kink/bend was observed on the shaft. The referenced sheath was not returned with the device for evaluation. The cause of the reported event could not be conclusively determined. However, based on similar events, the damage to the loop wire can occur when the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated, higher output settings on the electrosurgical generator or mechanical overload by the application of excessive force and improper handling. To mitigate damage to the device, the instruction manual warns, to ¿use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate in contact with another metal object. Localized heating of the instrument and the adjacent metal object may result in product damage or inadvertent injury.¿ also to ¿follow the correct sequence of assembly and disassembly of the cable and electrode to avoid damage.¿

Manufacturer narrative:
The following sections. The exact cause of the reported event could not be conclusively determined, however, based on the risk analysis for the referenced device, the potential causes of the reported event could be attributed to assembly of electrode to the scope, the adhesive breaks off from electrode tip, the ceramic insulator breaks by bending the loop active tip, the sheath breaks due to activation of tip on beak or from defective materials, the manufacturing and/or inadequate mechanical strength. The risk level for the reported event has been assessed to be as low as reasonably achievable as the complaint records have been reviewed over the last 12 months to assess the frequency of this defect and the analysis shows that the frequency of this occurrence is as anticipated. The device is manufactured by cardiff (vendor); based on a review of the complaint database for the last two years there had been 5 complaints with the same reported phenomenon and there had been (B)(4) units sold, which provides an actual calculated occurrence rate of 0.00468%. Since the occurrence rate is determined to be less than 1%, therefore, no CAPA is required. Additionally, a DHR review was conducted for the concerned lot number and indicated no issues with the manufacturing process. In addition, there were no similar failures related to the reported event and reported lot number.